Event description:
It was reported the patient had cervical lead migration. The patient reportedly did not follow post-operative instructions and was moving their neck around. The physician stated it was not a product problem, but due to patient movement. At the one week follow up appointment on (B)(6) 2014, the patient wasn¿t getting adequate coverage on the left arm. Fluoroscopy showed the left lead had moved down a vertebral body, but the right lead was reportedly fine. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of the lead migration was not determined. They stated that the lead moved about 1.5 inches from the implanting position. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected to 2020-04-23 in supplemental report #3004209178-2014-05465. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported his previous implant was changed out "one battery was changed out for the cervical and all the wires had moved an inch and three quarters out of place so they were not even hitting the spots. No further information was reported.